Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were charging too frequently. The patient stated that he had to charge more often than he used to after the car accident, he used to charge every 3-4 months and now has to charge every three weeks. The patient reported he stopped feeling stimulation and confirmed that he was able to charge like normal. The patient had to move his neck a certain way in order to feel stimulation and was curious if one of the wires had moved during the accident.

Manufacturer narrative:
(B)(4).

Event description:
Follow up from the consumer reported that upon meeting with a manufacturer's representative they were able to get stimulation to start working again. The consumer noted they were able to fully charge but then it was not working again and not holding a charge. The consumer noted he was in so much pain from the wreck that he met with a manufacturer's representative to fix the device and they got it working and switched the consumer from program a to program b and added a program. It was reported that it was working fine for a while and then started cutting out. The consumer noted they had not had to charge since then because they were fully charged. They also had something on the device, but did not know what. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger .product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6)2012, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3550-39, lot# n312990, implanted: (B)(6),2012, product type: accessory. Product ID: 355531, lot# n329104, implanted: (B)(6), 2012, product type: screening device. (B)(4),.

Event description:
A consumer reported that they were unable to recharge. The consumer was in a motor vehicle accident, had an x-ray and cat scan, during which the implantable neurostimulator was not turned off and afterwards the implantable neurostimulator would not recharge or stimulate. The stimulation issue was reported to be related to positional movement. The consumer did not feel stimulation when sitting up straight and stated that he normally would have been able to feel stimulation. The change in stimulation was reported to be sudden. The consumer thought that the implantable neurostimulator was recharging for a second but it was not working like it was. The consumer stopped feeling stimulation after he came out of the cat scan and x-ray but did not feel shocking during the process. The indication for use was spinal pain and complex regional pain syndrome, type I. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that his ins was fully charged but he was not feeling stimulation; the patient tried increasing all the way to 12 but did not feel anything. The patient stated the stimulation started going in and out the day before the report. The patient reported that he had a car accident in 2015 and after the car accident he was taken in for an x-ray and CT scan and the hcp's did not turn off his device as instructed by the patient's wife; the patient believed this was why he has had device issues. The patient added that after this he went to get the device reset and they "took the main lead off and put it on the other lead because it was constantly on and wouldn't shut off and was running at 10.75v and they told him that was a dangerous level to be at". The patient mentioned he has "been hurting" but also attributed this to it being colder outside. The patient was directed to their healthcare professional. No further complications were reported/anticipated.